Event description:
It was reported that there was an impedance issue. There were high impedances and almost all or every electrode was above 40,000 ohms. There were stimulation/therapy issues and the patient reported a shocking/jolting sensation. Diagnostic testing or troubleshooting that was performed was impedance testing and reprogramming. If there was a product issue the issue was not resolved but the issue was determined. Actions were not yet taken but were planned. The leads needed to be replaced or explanted. The patient was scheduled for an appointment with the neurosurgeon to evaluate if the patient needed additional spine surgery; and this was not related to the spinal cord stimulation (scs) system. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. They didn¿t know why the impedances were high; they could only assume it was because the leads were fractured. The managing healthcare provider was notified of the situation. They had no timeframe for a revision surgery or if an explant had been planned.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).